Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a delivery issue with a replacement adc device. A caller reported initially that the sensor detached prematurely and a replacement device was ordered however, the customer did not receive their replacement. As a result, the customer experienced confusion and a loss of consciousness however, the customer was able to self-treat with orange juice provided by their spouse. The customer felt better after drinking the orange juice and no further information was reported. There was no report of death or permanent injury associated with this event.